Event description:
"Unable to obtain readable rhythm on (cardiac) monitor in ultrasound room. There appeared to be a great deal of interference obscuring the (pt's ECG). Biomed tech. Reproduced interference with unit plugged into wall outlet. Interfernce did not recur when unit tested on battery power."